Event description:
It was reported that when the patient switched to the mobile power unit (mpu), a system controller fault alarm occurred. The patient visited the hospital on an emergency basis, and the system controller was replaced and the mpu was also replaced as a precaution. The patient was asymptomatic. Log files were sent for review. The log captured controller fault alarms beginning at 20:59 on 08feb20262. These appeared to have been the result of a high voltage event. As a result, the pump briefly shut off for about 4 seconds to protect its circuitry. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. It was presumed that the mpu was the cause of the event as an additional alarm subsequently occurred within the mpu.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The mpu had a v-lock connector on the ac power cord. The ac power cord did not come loose at the wall outlet or from the back of the unit. It was unknown if there were any environmental circumstances that would have affected ac power at the time of the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information received on 16mar2026 stated there was not an "additional" alarm that occurred within the mpu. It was assumed that the issue was related to the mpu because an alarm occurred when it was connected to the mpu.